Manufacturer narrative:
Return of the device was requested, but the reporter healthcare professional confirmed that the device was discarded. Further information from the reporter regarding event details has been requested. No additional information is available at this time.

Event description:
Infutronix reported a complaint on behalf of a patient: "a pump leak" around a blue valve. Patient could not specify the exact source of the leak. Patient was instructed to turn the pump off and clamp the line. Device operator was the patient. Medication being infused was 5fu. No patient injury reported. The contract manufacturer of the affected device is podo xingda (tianjin) medical co. Ltd.